Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands in accordance with positioning specification. However, due to mid stent kink deformation the stent did not meet visual acceptance criteria. Deformation was evident to the mid stent wraps with struts raised. Deformation was evident to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when the device failed to cross the lesion. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion being treated was a mildly tortuous, mildly calcified lesion with 90% stenosis located in the distal circumflex (cx) artery. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was not used during delivery. Per the physician, it was not believed that the patient anatomy caused or contributed to the difficulty in positioning the device. No patient complications were reported as a result of this event.